Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure when the balloon pressurized at 8atm, the inflation device pressure gauge dropped. Under fluoroscopic guidance, the finding was interpreted as ruptured. The device was removed and assessed vessel though contrast imaging without any problem. The procedure was completed with another of same device. There were no complications reported and patient is in good condition and had been discharge.